Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
No device analysis results are available because the device was not returned. Based on the information received and electronic data, the reported incident was resolved on the call, however, the cause of the event remains unknown.